Manufacturer narrative:
Device is not available.

Event description:
It was reported that during the procedure of transvenous embolization for carotid cavernous fistula, the target coil was placed in the cavernous sinus and several attempts were made to detach the coil. The coil could not be detached with the detachment system. Attempts were made to remove the coil, however, the coil was detached in the microcatheter. The detached coil was then successfully placed in the cavernous sinus with the help of the guidewire and saline flush. The procedure was completed successfully. No adverse consequences to the patient was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during the procedure of transvenous embolization for carotid cavernous fistula, the target coil was placed in the cavernous sinus and several attempts were made to detach the coil. The coil could not be detached with the detachment system. Attempts were made to remove the coil, however, the coil was detached in the microcatheter. The detached coil was then successfully placed in the cavernous sinus with the help of the guidewire and saline flush. The procedure was completed successfully. No adverse consequences to the patient was reported.